Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Troubleshoot was not performed for high blood glucose reading. Customer also reported no delivery alarm. Customer stated the insulin exited. Customer stated cannula bent. Infusion set was changed. Set will be returning for analysis. Insulin pump will not be returning for analysis.